Manufacturer narrative:
Medical safety reviewed the additional information received. It was confirmed that ¿the system did not show any error, (lower amplitude or longer latency in evoked potential) but the patient had issue after the surgery¿. An update on the patient¿s status is not available at this time. The evaluation confirms that the reported event is not related to the device or therapy; the event and its severity is a known complication of procedures with nerve involvement. The information obtained indicates that the device(s) performed as intended in this case. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirming that there was no error in the device; however, the patient had an issue after the surgery.

Manufacturer narrative:
Analysis found that it was not possible to reproduce customers complaint. The device was received in good condition. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that during the surgery the result shown no issues nu decrees in vocal potential and after the surgery the patient was not able to move his ankle. The healthcare provider confirmed that there was no other surgery performed. The patient is doing physiotherapy and is progressing better, and recovering.